Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2019-01220. Reference MFR. Report# 3006705815-2019-00375. It was reported the patient experience a burning sensation located at the ipg site. During surgical intervention, it was found that the lead in port 9-16 were pulled out. The ipg was explanted and replaced.

Event description:
Device 3 of 3: reference MFR. Report# 1627487-2019-01220. Reference MFR. Report# 3006705815-2019-00375. Additional information received identified the issue was resolved.

Event description:
Device 3 of 3: reference MFR. Report# 1627487-2019-01220. Reference MFR. Report# 3006705815-2019-00375.